Event description:
Reporter alleged the customer tried using the compact plus meter but it would not turn on because of power concerns. Reporter alleged that the customer went into a coma because of hypoglycemia because the customer could not test. Reporter stated an ambulance was called and the customer was treated with an IV which possibly included glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.